Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. During visual inspection it was confirmed that the dso seal is damsged. The dso seal was replaced. Performance verification test was performed. All tests passed within specifications. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had battery compartment damage, and the downstream occlusion sensor seal was separated from chassis. The issue was noted during testing, there was no patient involvement.